Event description:
It was reported that a pt intubated with a size 8.0 xltd, extended length disposable cannual cuffed tracheostomy tube - distal required medical intervention when the 15mm connector on the size 8 xic, extended length inner cannula separated from the inner tubing which remained in the 8.0 xltd outer cannula. This occurred two (2) times with two (2) of the single use, disposable size 8 xic's. Attending staff initially encountered difficuties removing the separated inner cannual tubing, but after removal inserted another single use, disposable 8 xic and ventilation was resumed. The pt experienced respiratory distress, required medical intervention/treatment and returned to baseline condition. A second 8 xic connector/tubing separation occurred during removal and replacement of the disposable extended length inner cannual. The nurse was able to easily remove the separated tubing. A replacement 8 xic was available, inserted and attached to the 8.0 xltd outer cannula with no further problems encountered. Only one (1) of the involved 8 xic is available to be returned to the MFR for analysis and investigation.